Event description:
The reporter stated as the surgeon was inserting a aa4203tl silicone plate lens, the tip of the injector plunger tore the lens. The lens was removed from the eye without enlarging the incision and there as no patient injury. The date of the event was unknown.

Manufacturer narrative:
Visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage to the injector. (B)(4)

Manufacturer narrative:
Additional information received on the patient. (B)(4).

Manufacturer narrative:
(B)(4). The product pertaining to this complaint was not returned, however, the lens was received and evaluated. The lens was torn split into two pieces and half of a haptic plate was torn off and missing. There was a dark surgical residue on the surface of the lens. Evaluation conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).